Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was undetermined.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced peritonitis and subsequently passed away. Prior to death, the patient was hospitalized for heart failure, kidney failure, peritonitis and multiple myeloma. Treatment was not reported. The patient died and the reported cause of death was heart failure, kidney failure, peritonitis, multiple myeloma, and "multiple reasons". It was not reported if an autopsy was performed. It was unknown if pd therapies were ongoing until the time of death. Additional information was requested but not provided.